Manufacturer narrative:
The investigation has just started. Results will be provided in a follow-up report.

Event description:
It was reported that automatic ventilation stopped during use. There was no injury reported.

Manufacturer narrative:
The device log file analysis revealed that on the reported date of event a signal failure of the control responsible for the motor speed and motor direction occurred. The signal was not transmitted correctly leading to the reported turbo vent failure. The device has reacted on the detected deviation as specified by posting a corresponding alarm. In this case automatic ventilation is no longer possible. Fresh gas and manual ventilation remain available. The suspected blower pcb was provided for investigation and was assembled in a lab device. The reported symptom could be reproduced and the blower control was found to be faulty. Replacement of the respective pcb has solved the issue. The device was tested and was returned to use without further problems reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that automatic ventilation stopped during use. There was no injury reported.